Event description:
A report was received that the patients ipg was pushing against his side. The patient underwent a revision procedure wherein the pocket was relocated. The patient was reportedly doing well postoperatively.